Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their problem with thinking their lead had moved due to muscle spasms was a problem with the programmer; it needed to be reset.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
Information was received from a consumers regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a lot of muscle cramps as a byproduct of the medication they were on. These started in 2016. The patient took magnesium. It was noted that they thought the muscle cramps could have moved the lead. The patient was directed to their hcp. The patient had moved and requested hcp listings.